Manufacturer narrative:
Concomitant medical products: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported the patient was having a battery replacement at the time of the report. When they checked impedances with the patient¿s new implantable neurostimulator (ins), there were high impedances. The rep then checked impedances at the lead and extension connection, and impedances were all showing green. The rep then went back to the ins and was still seeing impedances over 4,000 ohms. Upon further inspection, the healthcare provider (hcp) noticed that one of the leads was frayed at the lead-extension connection, possibly around the area where the boot was. The rep had to end the call but indicated they would call back later. Additional information was received from a rep. The rep reported that after discovering one of the lead tails was frayed on the existing lead, the hcp removed everything and implanted a new ins and lead. The rep reported that only one lead tail was frayed and it was on the distal side of the boot at the lead/extension connection. The rep reported that when testing impedances with all old components (ins, lead and extension) all impedances were high. The rep couldn't remember if they were over 10,000 or 40,000 ohms, but it was all contacts. The rep checked multiple references. The rep reported that when they tested only the lead in the wireless external neurostimulator (wens), impedances were within range and multiple references were checked. The rep then went back to testing all the old components and again the impedances were out of range but then going back to old lead in the wens, impedances were normal. The rep reported that they only used a wens yesterday and they never connected to a new ins. The rep noted that the patient was doing great. The ins was replaced due to the high impedance concerns. No further complications were reported.